Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007 the patient underwent minimally invasive right l5-s1 foraminotomy for intraforaminal disk herniation. No complications were reported. On (B)(6) 2007 the patient underwent the following procedures: l5-s1 decompressive laminectomy with bilateral foraminotomies for a nerve decompression. Interbody arthrodesis at l5-s1. Posteriolateral arthrodesis l5-s1 with pedicle screw instrumentation and allograft. Intraoperative c-arm fluoroscopy interpretation. Preoperative diagnosis: l5-s1 spondylolisthesis with severe left l5-s1 neuro-foraminal stenosis. Per op notes: an interbody arthrodesis was performed at l5-s1 using an 11 mm peek cage with rh-bmp2/acs. Demineralized bone matrix was then laid along the decorticated lateral gutters. Plates were then attached to the screws and nuts were torqued appropriately to achieve solid fusion construct. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No complications were reported.